Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was pulled back and then exhibited high pacing threshold measurements. A physician repositioned the lead but left the whisper wire inside the lead on purpose to get a good position. It was noted that the patient was not doing well due to a non-device related condition. Boston scientific technical services (ts) discussed that leaving the wire inside the lead was not recommended. This lv lead remains in service. No additional adverse patient effects were reported.